Event description:
It was reported that during implant, the implantable cardioverter defibrillator (ICD) was interrogated however the device memory was corrupt. The ICD remains in use. The patient is a participant in the improve sudden cardiac arrest (sca) study. No patient complications have been reported as a result of this event.